Event description:
It was reported that during a colorectal procedure the echelon power stapler enzo head is popping off when trying to close it. There were no adverse consequences reported. No further information was provided.

Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: colorectal procedure. When the surgeon attached the anvil head to the stapler and proceeded to close the device the anvil head kept popping off. It happened about 5 times and then they opened a new stapler and the same thing happened again. After 5 hours and about 12 tries the stapler finally closed so they could fire. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 09/20/2022. D4: batch # 655a86. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. No battery was received. The washer was present and uncut and there were staples present. When the test battery was installed the green checkmark did not illuminate , indicating that the device was not fired. The device was tested for functionality with the returned washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, the anvil was inserted and removed and no anomalies were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. Reattach the anvil by sliding the anvil shaft over the trocar and pushing until the anvil snaps into its fully seated position. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.